Event description:
Patient to receive infusion of iron sucrose complex in 50 ml by IV. Shortly after beginning infusion rn noticed main 100 ml bag was changing color (iron sucrose is dark brown). The drip chamber was filling to capacity. The staff had been educated on observing for this problem since the primary drugs infused in this area of the hospital are chemotherapy drugs. The nurse placed a clamp on the main line at the back flow valve and then successfully completed the infusion.